Event description:
It was reported that, inserted a 6-9 tl cage into 3/4 and the cage would not expand. The syringe and plunger were checked and refilled. The cage would not expand again. Disconnected the inserter and left the cage in the space at 6mm. A new tubing was used for the next level. Everything was inspected again on the back table. A 6-9 tl cage was inserted into 4/5 and the cage would not expand. The inserter was disconnected and noticed the green tubing looked worn. Both tubings appeared 'cut' near the cage-tubing connection. Both cages were left in the patient. Neither were expanded. The cages were unable to expand and there was a 15 minute delay each for both levels.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The acculif surgical technique states the intraoperative fracture or breakage of instruments can occur; instruments which have experienced extensive use or extensive force are more susceptible to fracture. Conclusion: the plausible root cause is likely multifactorial in nature.

Event description:
It was reported that, inserted a 6-9 tl cage into 3/4 and the cage would not expand. The syringe and plunger were checked and refilled. The cage would not expand again. Disconnected the inserter and left the cage in the space at 6mm. A new tubing was used for the next level. Everything was inspected again on the back table. A 6-9 tl cage was inserted into 4/5 and the cage would not expand. The inserter was disconnected and noticed the green tubing looked worn. Both tubings appeared 'cut' near the cage-tubing connection. Both cages were left in the patient. Neither were expanded. The cages were unable to expand and there was a 15 minute delay each for both levels.